Manufacturer narrative:
Update for character limit- e1: establishment name: (B)(6). The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the electrosurgical generator is displaying an e433 persistent pedal disconnected error. It was not specified, during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in fields.

Event description:
It was further reported that the issues occurred during a bladder biopsy with cautery procedure. The equipment turned off and restarted itself on multiple occasions and it was no longer possible to use. The procedure had to be postponed. The patient was stable, but their condition was affected as it was necessary to place a catheter and perform "uroclysis" as a medical intervention. It was not possible to do the procedure that day as there was no back up device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields h3 and h4. The device was evaluated by olympus, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanisms. 1. Disturbance of the esg-400 (generator) due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between high voltage power supply board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Output voltage too low due to poorly switching high frequency output stage on the generator board (permanent error). 13. No or too low supply voltage from the high voltage power supply board (permanent error). 14. Defective high voltage power supply board due to short-circuit of the metal oxide semiconductor (mos) transistors (permanent error). 15. Defective high voltage power supply board due to thermally damaged inductor l3. 16. Defective motherboard due to short-circuit of resistor negative temperature coefficient (ntc1) (permanent error). 17. Defective motherboard due to defective analog-to-digital converter (adc) (permanent error). 18. Defective transient-voltage-suppression (tvs) diodes on the relay board (permanent error). However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.